Event description:
Patient stated that earlier last year she formed an infection at the injection site while wearing v-go. Patient no longer has the v-go and couldn't recall the exact date of infection. Patient did have a fever which is how she was made aware of the infection.